Manufacturer narrative:
Per the user guide: the pump has been stopped for an extended period of time. Select resume insulin in the options menu to continue therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and diabetic ketoacidosis. Reportedly, the customer manually suspended insulin through the night. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.